Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir did not lock in place into the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the piece on the reservoir was missing. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).